Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilling. The following information was provided by the initial reporter: "it is reported customer is experiencing overfilling. Phone call verbiage received, - customer confirmed blood is filling right below top. She would like a draw volume guide to confirm this acceptability."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilling. The following information was provided by the initial reporter: "-it is reported customer is experiencing overfilling. Phone call verbiage received, - customer confirmed blood is filling right below top. She would like a draw volume guide to confirm this acceptability."